Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal colectomy, when tacking for hernia repair during the same procedure as the colectomy, the tacks were able to be fired normally from the device, penetrate and hold correctly onto the tissue. The surgeon used the tacker a few times but when the tacker was pulled back from the trocar, the tip bent and then broke off and did not disengage into patient¿s cavity. They got another tacker to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the distal portion of the shaft had broken and had disengaged from the device. A tack was protruding from the portion of the shaft that had disengaged. Functionally, the handle could be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.